Event description:
It was reported that the patient experienced an inadequate stimulation due to high impedances on the lead. The patient also experienced an increased charge burden and overheating sensation. During a supposed revision procedure, the physician cut the tail end of lead and while using introducer the lead unfortunately buried itself and they were unable to retrieve. After several attempts, the physician opted for a full explant. The explanted devices will not be returned per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: (B)(6). Product family: scs-ipg-r. Upn: m365sc11600. Model: sc-1160. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient experienced an inadequate stimulation due to high impedances on the lead. The patient also experienced an increased charge burden and overheating sensation. During a supposed revision procedure, the physician cut the tail end of lead and while using introducer the lead unfortunately buried itself and they were unable to retrieve. After several attempts, the physician opted for a full explant. The explanted devices will not be returned per hospital policy. Additional information was received that the remaining distal portion was removed from the patient and was not returned. The patient was doing well postoperatively.